Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00389; 400-03-362, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: previous dticket was not available to verify information.

Event description:
Revision surgery - due to dislocation.